Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was leakage from tubing and tubing separated while using bd nexiva¿ closed IV catheter system. This occurred twice, however, no serious injury reported. The following information was provided by the initial reporter: the resident put the IV in without issue, drew blood, and then when we flushed it saline started squirting from the tubing and it snapped right off. We then had to place another line- delaying transfer to CT/care.

Event description:
It was reported that there was leakage from tubing and tubing separated while using bd nexiva¿ closed IV catheter system. This occurred twice, however, no serious injury reported. The following information was provided by the initial reporter: the resident put the IV in without issue, drew blood, and then when we flushed it saline started squirting from the tubing and it snapped right off. We then had to place another line- delaying transfer to CT/care.

Manufacturer narrative:
H.6. Investigation summary: bd received a used 18 gauge nexiva single port unit from an unknown lot for evaluation. There was no initial packaging or way to identify the lot for investigation so a review of the device history record could not be performed. Our quality engineer visually inspected the returned unit and observed that the extension tubing had become separated from the winged adapter. No evidence could be found that any adhesive was applied to either the tubing or adapter. The unit was further inspected under a microscope and no traces of adhesive could be found on the extension tubing or inside the port of the winged adapter. This indicated that the adhesive was not dispensed properly during manufacturing and thus failed to adhere the two components together. Based off the visual and microscopic investigation the reported defect of ¿separation adapter from tubing¿ was verified. During manufacturing, the observed defect may be caused by a machine malfunction at the adhesive dispense process where adhesive was applied to the outer diameter of the extension tubing. There is a controlled setup, in process testing, and inspections conducted for pull strength, to detect if adhesive is present on the adapter and to ensure that adhesive was applied completely around the joint. There are also vison systems for adhesive presence. Preventative maintenance (pm) is also performed to ensure the equipment is running properly. Pm records could not be verified as not lot number was provided. The manufacturing facility has been notified of this incident and the findings. A training was issued for all involved personnel to ensure that proper manufacturing procedure is being followed and no steps are being missed.